Event description:
A report was received that the patient was experiencing discomfort and pain at the battery site. The ipg was also no longer giving relief. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing discomfort and pain at the battery site. The ipg was also no longer giving relief. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no further information will be provided to bsn.